Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced surgical revision, symptomatic recurrent right inguinal hernia requiring placement of new mesh for repair, parietex was noted to have become disrupted from the inguinal ligament medially and inguinal canal scarring. After treatment, the patient experienced revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after a procedure where this device was implanted, the patient experienced recurrence, parietex noted to have become disrupted from the inguinal ligament medially, the spermatic cord elevated off of the floor, and there was inguinal canal scarring. After treatment, the patient experienced revision and repair of hernia with new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after a procedure where this device was implanted, the patient experienced recurrence, parietex noted to have become disrupted from the inguinal ligament medially, the spermatic cord elevated off of the floor, and inguinal canal scarring. After treatment, the patient experienced revision and repair of hernia with new mesh.